Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.(B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon elected to complete the procedure without the locking ring after difficult implantation. It was further reported that the patient underwent a second procedure to implant a locking ring on (B)(6) 2015.